Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit and the circuit board in the endoscope connector may have had anomalies, leading to the subject events. The probable cause of the anomalies is external stress such as bumping during handling the device may have resulted in irregular load to the image sensor and the inner circuit board to be broken. The events can be detected in accordance with the following IFU: instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited a blackout and image noise. There were no reports of patient involvement.